Event description:
This lead was implanted on (B)(6) 2006 and remains impanted at this time. This lead is noted due to lead failure. The physician was dr. (B)(6) at valley hospital in (B)(6) nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).